Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker product assessment center for further evaluation. The reported issue of the device not powering on when the lid is opened was again verified. The magnet was intact upon evaluation. The root cause of the reported issue was determined to be to be the reed switch, sw5. The device was archived by stryker. Section h6 results code of the supplemental medwatch report 1/2 indicates: results pending completion of investigation section h6 results code of the supplemental medwatch report 1/2 should indicate: operational problem identified and results pending completion of investigation

Manufacturer narrative:
The customer contacted stryker to report that after the lid was replaced, the device does not turn on automatically when the lid is opened. The device was sent back to the stryker service center and a service technician verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.